Event description:
It was reported that the patient's healthcare provider had cut her pump. The patient stated that the healthcare provider "was a jerk, had cut her pump and it was leaking through her system". The reporter stated that another healthcare provider "fixed" the patients pump, and the patient requested "not to throw away the tubing and he did throw it away", and that the healthcare provider that did not save the tubing "must be part of a drug cartel or something" because "when he started he had one office and now he had 6" that the patient "knows his game". Medications that have been used in the pump have been clonidine, prialt and dilaudid. It was unclear what the timeline was of the reported event, or what the medication was in the pump at the time of the event. Additional information had been requested, however, was unavailable at the time of the report.

Event description:
Patient reported they "do have a definite problem with this pain pump. In some way somehow I am allergic to the pump". The patient noted that their "arms and legs are scared from blisters" and they had "lempho dema and cellulitis so severe it cause me to gain 50 lb and blew a vein in my leg". The patient had surgery. "I am scared for life. I do have serious concerns with this pump as of (B)(6) 2012". It had not been removed; no appointment date yet as the date of removal had been changed.

Event description:
Additional information: it was reported that the patient told her physician: "I'm in pain. I'm not like this I'm in pain. It's making me dizzy. I am not like this. I can take anything." The physician asked the patient if she was seeing a psychiatrist. The implanting physician was the one who put the patient in the hospital and "repaired the pump", and the patient asked the physician to save the tubing. It was reported that about three months ago the implanting physician told the patient that he threw the hose away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient requested the device be explanted. The physician explanted both the pump and catheter. The pump had been filled with ziconotide (prialt), delivering at minimum rate. The patient had "diffuse leg edema" and blisters and a possible allergic reaction. The patient was not hospitalized, and had no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711 serial# (B)(4), implanted: 2007 (B)(6), explanted: 2007 (B)(6). Product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6). Product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
2015-09-09, information was received from a consumer regarding a patient receiving intrathecal prialt (ziconotide) dilaudid (hydromorphone) morphine (unknown) (unknown concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient was taking unknown oral pain medication. The catheter was cut during a surgery that was leaking into her system. The surgeon cut the catheter line when doing a fusion in 2012 and the medication was leaking into the patient. The patient was screaming out in excruciating pain. The patient's skin was stretched and looked transparent from all of this. Every month, the patient told the hcp about it and the hcp would give the patient medicine with the pump. The patient stated no one took her seriously and told the patient it was her. It gradually came on and got worse and worse. The patient followed up with a vascular surgeon. Testing was done and the patient was told that her arteries were clean and took out a varicose vein and the issues were all due to the pump. The patient was taking unknown oral medication. The patient stopped go ing to the hcp and didn't take her medication or do what they suggested. The reporter stated the pump and catheter were explanted (B)(6) 2013. It was unclear when the pump and catheter were explanted as it was also indicated it was explanted (B)(6) 2012. Medical history includes ten back surgeries (2002-2013), breast cancer prior to pump (1998), spinal stenosis (2002), knee replacement 2013.